Manufacturer narrative:
H.6 investigation: one sample returned leakage test on returned samples fail. DHR completed with no abnormalities. The root cause of the fluid leakage in the extension tube of indwelling needle could not be confirmed due to the unclear use status. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2019, the hospital patients with bd 22g needle, the nurse used the indwelling needle to puncture, after surgery finished, it was found that venous indwelling needle was leaking at the tube under the clamp, and then replaced the new on to continue the infusion. Nurse reported suspicious medical safety (bad) incident report, it caused big pressure, the head nurse concerned the quality of the product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2019, the hospital patients with bd 22g needle, the nurse used the indwelling needle to puncture, after surgery finished, it was found that venous indwelling needle was leaking at the tube under the clamp, and then replaced the new on to continue the infusion. Nurse reported suspicious medical safety (bad) incident report, it caused big pressure, the head nurse concerned the quality of the product."